Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the (B)(6) 2014 UDI regulation date. (B)(4).

Event description:
A customer reported leaking in the arf gas regulator and noted a smell. Follow up information received indicated the issue was noticed before surgery. There was no one affected by the gas smell. The procedure was able to be completed.

Manufacturer narrative:
During an onsite visit the fse (field service engineer) replaced gas pressure reducer. The root cause could not be determined conclusively. Most possible root cause is a faulty pressure reducer. The manufacturer internal reference number is: (B)(4).